Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 36 and 48 hours. The device was originally reported for not sure delivering insulin due to hyperglycemia.

Manufacturer narrative:
The pod generated an 0x18 empty reservoir alarm. The reservoir was confirmed to be empty. The exposed portion of the soft cannula was observed to be stretched and flattened. Fluid flowed through the complete fluid path. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: sp1a.210812.016.g973usqu6ivh2. Hardware: sm-g973u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.